Event description:
Information received by medtronic indicated that patient had a pseudoaneurysm at the right inguinal branches of the femoral artery post cryoablation procedure. Surgical intervention was required (resection with oversew). The patient left the hospital without any complications and in good conditions.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.